Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a procedure and the procedure was completed as they stepped on the footswitch again because the problem was intermittent. The philips field service engineer (fse) inspected the system onsite and confirmed the system's footswitch was unable to trigger exposure. Upon troubleshooting, fse found that the system couldn't exposure and fluoroscopy, there was no ui information on the data monitor. Fse analyzed the event logs and found everything was normal. However, fluoroscopy functioned normally when the foot switch was pressed. The problem persisted even after restarting the system and connecting the foot switch to the crcb. Fse checked the cable from the foot switch to the patient support and found it to be fine, and the hand switch worked normally. Fse determined that the issue was caused by a defective foot switch. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's footswitch was unable to trigger exposure. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.